Event description:
A user facility reported to olympus image noise occurs when connecting evis lucera elite gastrointestinal videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of image noise was not confirmed. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: assorted areas of discoloration, dirty scope connector due to water leakage, peeled paint on the air water cylinder and suction cylinder, assorted scratches, peeled adhesive around the objective lens, peeled adhesive around the light guide lens, wrinkle on the connecting tube and a burn on the c-cover. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was unable to be specified and the root cause of the foreign material remaining in the subject device was unable to be specified. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.